Event description:
Customer reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. The customer reverted to an alternate method of insulin therapy.